Event description:
Med watch form received indicated that the pt had an inline valve implanted last yr to replace a malfunctioning shunt valve. This pt has had multiple problems, including infection related to the ventricular peritoneal shunt. The pt presented 35 days later with a failed shunt. Add'l info explained that the pt underwent a CT scan, which showed large ventricles and the presence of an infection. Pt status is good.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.